Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure of a shunt the 5.0 x 40 mm fox cross balloon dilatation catheter (bdc) was pressurized to nominal at 9 atmosphere (atm), however the balloon did not inflate; when negative was attempted blood came into the balloon. The device was removed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).